Event description:
Healthcare professional reported unknown side abscess formation, redness, local heat sensation, swelling, pain, blood test inflammatory findings, pus bacterial culture - positive. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and abscess.